Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he experienced high blood glucose at 3am. He checked the reservoir and it was wet on the back end. Customer stated the reservoir was used. The leak is past the second o ring. No air bubbles found in the reservoir. He stated he only saw insulin in the reservoir compartment. Blood glucose value is 320 mg/dl. Nothing further reported.